Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedances greater than 2000 ohms. A revision procedure was performed and this rv lead was surgically abandoned and replaced. During the revision, this lead was tested via a pacing system analyzer and the high impedances were recreated. No additional adverse patient effects were reported.